Event description:
It was reported by the rep the device was used during a laparoscopic nissen procedure. It was reported while taking down the short gastric arteries with the 5mm lcs harmonic scalpel, dr encountered bleeding that could not be controlled laparoscopically. He was working at the short gastric at the base of the spleen with the variable setting at four. Dr was using the 5mm lcs for the first time but had used the 10mm lcs on many occasions. He made the decision to convert to open and the nissen fundoplication was completed. The hosp stay was extended by 5 days.